Manufacturer narrative:
The centrifuge is not returned to the manufacturer. The beckman coulter customer technical support (cts) sent a new replacement rt12 rotor assembly to the customer to resolve the issue. (B)(4).

Event description:
The customer stated that rt12 rotor exploded during usage in statspin ssmp centrifuge unit. The customer confirmed that the safety shield was in use at the time of the event. The customer stated that the lid stayed closed, and no parts escaped. There was no report of injury to the operator due to this event. There was no report of exposure and no medical attention was needed.